Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions were noted between rv and svc shock coils consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted between svc shock coil and suture sleeve impression region the etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
New information received states that externalized conductors were observed during removal procedure.

Event description:
New information received states that externalized conductors were observed during removal procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for device code and remedial action type. (B)(4) and recall number were missing in the previous report.